Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms and possible noise on the shock channel. The patient was brought to the clinic and patient isometrics were performed, which did not reproduce any changes in shock impedance measurements. No actions or interventions were planned or performed. No adverse patient effects were reported. The lead remains in service.